Event description:
A hosp in (B)(6) reported via a fisher & paykel healthcare rep that the expiratory tube of an rt240 adult dual-heated evaqua breathing circuit appeared to have melted. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt240 breathing circuit is currently en route to fisher & paykel healthcare for investigation. We will submit our findings in a f/u report following receipt of the device and at the completion of our investigation.